Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: incident was reported that the rf sparked during a procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the polyimide's pin became exposed and indirect contact (sparks) with the hood during use, creating a short circuit (hole in the hood) between the active pin and the hood disabling the unit to continue operation. Lack of glue around the polyimide, glue could have been scratched during the placement of the hood, damaged during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.